Manufacturer narrative:
Insulin pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/flush drive support disk. Unable to perform prime/compromised force sensor system test, excessive no delivery test and occlusion test or verify compromised force sensor system alarm due to motor error alarm.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump squirted insulin out of the tubing during manual prime. The customer¿s blood glucose was 13.2 mmol/l at the time of the incident. The customer noted that the pump was not bumped, dropped, or contacted water. The drive support cap did not appear to be damaged, but the customer did not undergo troubleshooting. The customer indicated the drive support cap was normal. The customer was advised that they would be receiving a replacement pump. Customer was advised to return the broken pump for analysis.